Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. Please see medwatch report # 3004209178-2014-83103.

Event description:
The customer reported that the insulin pump over-delivered insulin. During the prime process, all but 20 units of insulin was pushed out of the infusion set. The caller attempted to prime the insulin pump for a second time; the same incident happened again. The customer treated herself with glucagon tablets. The customer was vomiting and felt very sick. Initially, the customer reported that she accidentally delivered 40 units of insulin. The customer stated that she filled the reservoir with 100 units, and when the insulin pump recognized the bottom of reservoir, there were 60 units of insulin. She continued using it until they just noticed that there was 20 units remaining in the reservoir and they do not know where the 40 units went. No further information was provided.

Manufacturer narrative:
Inspected one opened and used reservoir. Peformed pre-filled test and reservoir passed per specification. No occlusion anomaly observed during analysis. Visual inspection showed that fluid found was the silicone applied during manufucturing. Reservoir connected and locked into place properly.